Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that there is an upcoming revision surgery. The reason for the revision is painful loosening hardware. Revision has not happened yet, still in the planning stages with prophecy but it is likely everything (all the hardware) will come out. No medical intervention and/or surgical intervention has occurred with the patient since the primary tar surgery.

Event description:
It was reported that there is an upcoming revision surgery. The reason for the revision is painful loosening hardware. Revision has not happened yet, still in the planning stages with prophecy but it is likely everything (all the hardware) will come out. No medical intervention and/or surgical intervention has occurred with the patient since the primary tar surgery.

Manufacturer narrative:
Please note the correction made to the h6 device code: this device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.